Event description:
It was reported that an unstageable pressure ulcer formed on the patient's upper lip possibly caused from compression between the tube protector and the anchorfast guard track or clamp assembly. It was felt by the hospital that the device with bite block may have caused extra pressure on the area. No other patient or event information was available.

Manufacturer narrative:
There was no evidence that the hollister anchorfast guard device malfunctioned. The IFU recommends using caution on patients with full or swollen lips. IFU also recommends repositioning the et tube from side to side every two hours or more frequently if the patient's condition dictates to minimize the risk of injury to the skin, lips or oral cavity for unrelieved pressure. There is no information from the hospital to determine if or how often the patient's lip was checked.